Manufacturer narrative:
Additional information: describe event or problem .

Event description:
It was initially reported that the pump module "free flows" the infusion even though it was set at 100ml/hr. There was no patient involvement per initial report. Bd received additional information through due diligence attempts. It was reported that there was patient involvement but no harm since the user was able to catch the issue and immediately stopped the pump. Per report, "no amount was infused". The infusion was 1000ml dextrose with 1/2 normal saline with potassium, which was ordered as a stat. After receiving the report, bd representatives went onsite to gather additional information. It was reported that the "primary nurse caring for the patient was busy, but another nurse went into the patient¿s room and said the rate is 100ml/hour, but it looks like it¿s a bolus infusing. Infusion was stopped and the channel with the issue was removed. Primary IV tubing utilized on the unit is bd alaris pump infusion set 2420-0007." This information was provided by the nurse working on the same unit at the time of the event but was not directly involved with event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device channel would let you program it with the pump but then free flows the infusion and if the channel is set to 100ml/h it will still administer the infusion at 999ml/h. There was no patient involvement.

Manufacturer narrative:
Correction: MDR review required? Annex a: a1402. Annex g: g04105. Additional information: MDR review required? MDR reviewer. Annex a: a25. Annex g: g07001. Annex b: b14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported over infusion of dextrose with 1/2 normal saline with potassium was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Investigation summary: it was reported that there was an over infusion of dextrose with 1/2 normal saline with potassium, the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed by attaching the suspect pump module to a known good dchu pcu. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring testing was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed indicating the occluder springs were operating as designed the suspect pump module (s/n: (B)(6)) logs were retrieved from the system on the days around to the reported incident event, as no data was found on (B)(6) 2024. The customer reported an over infusion of dextrose with 1/2 normal saline with potassium (was ordered as a stat) with a rate of 100ml/h with a volume to be infused (vtbi) = 1000 ml on the day on (B)(6) 2024. The pcu or its logs were not provided by the facility and as a result the drug/fluid infusing was not able to be identified. The pump module event log showed the last infusion and activity of the suspect device was on the date (B)(6) 2024. At 4:40 am, pump module was powered on and attached to pcu (s/n (B)(6)). At 6:45 pm, pump module was programming infusion, rate = 100 ml/h; vtbi = 1000ml. Infusion stared at 6:46 pm the next 30 minutes occurred an occluded patient side alarm. Between 6:46 pm ¿ 9:02 pm, two alarms of safety clamp open the combined duration was 2 seconds. The door was closed but the infusion was not restarted; however, the channel was selected, and an operator walk away alarm occurred. At 9:03 pm, pump module the infusion was restarted, and the channel selected, and infusion restarted with the rate at 100ml/h and the vtbi at 950ml. At 9:08 pm, pump module channel selected, and the infusion start key was selected with the rate = 100 ml/h; vtbi = 942.013ml. The channel was selected and followed with selecting the channel off key. At 11:49 pm, the pump module was powered on, attached to pcu (s/n (B)(6)), programming infusion rate=100 ml/h and vtbi=250 with the infusion started. Between 11:49-11:52 pm, there was a door open alarm followed with a safety clamp open alarm with the duration at 6 seconds, the door was closed then a check IV set alarm occurred. The restart key was selected, and the check IV set alarm returned followed with another safety clamp open alarm at a duration of 5 seconds. The door was closed, and the restart key was selected. The duration of the infusion continued until the next day on (B)(6) 2024, at 1:46 am, channel was selected followed with the channel off key turning off the pump module. The log analysis could not determine if the safety clamp open alarms and check IV set alarms were associated with the over infusion incident. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Notes to repair center: suspect pump module s/n (B)(6), (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was initially reported that the pump module "free flows" the infusion even though it was set at 100ml/hr. There was no patient involvement per initial report. Bd received additional information through due diligence attempts. It was reported that there was patient involvement but no harm since the user was able to catch the issue and immediately stopped the pump. Per report, "no amount was infused". The infusion was 1000ml dextrose with 1/2 normal saline with potassium, which was ordered as a stat. After receiving the report, bd representatives went onsite to gather additional information. It was reported that the "primary nurse caring for the patient was busy, but another nurse went into the patient¿s room and said the rate is 100ml/hour, but it looks like it¿s a bolus infusing. Infusion was stopped and the channel with the issue was removed. Primary IV tubing utilized on the unit is bd alaris pump infusion set 2420-0007." This information was provided by the nurse working on the same unit at the time of the event but was not directly involved with event.

Manufacturer narrative:
Correction: describe event or problem: annex b: b21, annex c: c21, annex d: d16. Additional information: annex b: b01, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: it was reported that there was an over infusion of dextrose with 1/2 normal saline with potassium, the complaint was not confirmed or replicated during the investigation. Rate accuracy testing was performed by attaching the suspect pump module to a known good dchu pcu. The device was found to be delivering fluid in specification with no signs of unregulated flow being observed. Occluder spring testing was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream was observed indicating the occluder springs were operating as designed. The suspect pump module (s/n: (B)(6) logs were retrieved from the system on the days around to the reported incident event, as no data was found on november 04, 2024. The customer reported an over infusion of dextrose with 1/2 normal saline with potassium (was ordered as a stat) with a rate of 100ml/h with a volume to be infused (vtbi) = 1000 ml on (B)(6) 2024. The pcu or its logs were not provided by the facility and as a result the drug/fluid infusing was not able to be identified. The pump module event log showed the last infusion and activity of the suspect device was on the date 27oct2024. At 4:40 am pump module was powered on and attached to pcu (s/n: (B)(6). At 6:45 pm pump module was programming infusion, rate=100 ml/h; vtbi=1000ml infusion stared at 6:46 pm the next 30 minutes occurred an occluded patient side alarm. Between 6:46 ¿ 9:02 two alarms of safety clamp open the combined duration was 2 seconds. The door was closed but the infusion was not restarted; however, the channel was selected, and an operator walk away alarm occurred. At 9:03 pm pump module the infusion was restarted, and the channel selected, and infusion restarted with the rate at 100ml/h and the vtbi at 950ml. At 9:08 pm pump module channel selected, and the infusion start key was selected with the rate=100 ml/h; vtbi=942.013ml. The channel was selected and followed with selecting the channel off key. At 11:49 pm the pump module was powered on, attached to pcu (s/n: (B)(6), programming infusion rate=100 ml/h and vtbi=250 with the infusion started. Between 11:49-11:52 pm was a door open alarm followed with a safety clamp open alarm with the duration at 6 seconds, the door was closed then a check IV set alarm occurred. The restart key was selected, and the check IV set alarm returned followed with another safety clamp open alarm at a duration of 5 seconds. The door was closed, and the restart key was selected. The duration of the infusion continued until the next day on (B)(6) 2024 at 1:46 am, channel was selected followed with the channel off key turning off the pump module. The log analysis could not determine if the safety clamp open alarms and check IV set alarms were associated with the over infusion incident. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The bd alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was initially reported that the pump module "free flows" the infusion even though it was set at 100ml/hr. There was no patient involvement per initial report. Bd received additional information through due diligence attempts. It was reported that there was patient involvement but no harm since the user was able to catch the issue and immediately stopped the pump. Per report, "no amount was infused". The infusion was 1000ml dextrose with 1/2 normal saline with potassium, which was ordered as a stat.